Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was in the calcified and tortuous proximal right coronary artery (rca). A 3.50x28mm taxus drug eluting stent was deployed, but was not completely inflated at 14 atms. The 20x4.0 mm quantum maverick monorail balloon catheter was then used for post dilation and ruptured at 10 atms. The procedure was completed by using an unk different device. There were no patient complications reported with the patient's current condition listed as "fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.